Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x7-2t transducer would not change the articulation angle on an ie33 ds ultrasound system during use. The examination in progress was completed successfully using the same transducer and system. A replacement of the suspect transducer is underway. There was no patient or user harm associated with this event.

Manufacturer narrative:
A philips service engineer went to the customer site to confirm the articulation issue as described by the customer. However, upon inspection he found no physical or functional damage to the suspect transducer. He tested the transducer and was able to confirm the transducer was imaging and articulating normally; no trouble found. The transducer has been placed back into service at the customer site with no additional issues reported.